Event description:
The patient was implanted with implantable ventricular assist devices (ivad). The vad coordinator reported that approximately one year post implant of the bivads, the patient was admitted to hospital for uti and recurrent hemolysis. A CT scan was performed which revealed subcutaneous air as well as air throughout peritoneum. An abdominal cut down was done in order to allow the air to escape. The patient was also reported to be septic and had slight neurological changes.

Manufacturer narrative:
The patient remains on bivad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.